Event description:
It was reported that the atrial lead exhibited high thresholds. The patient was asymptomatic. The lead was capped and not replaced since the patient did not need atrial lead support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.